Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-20. The device was returned and analysis was expected to be done to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-19. The rep would check with the hospital to determine the device status of the product that was explanted. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any significant anomaly of the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that they met with the patient in (B)(6) 2017 to attempt to pull their ins out of an overdischarge. They were unsuccessful so the patient was having a replacement on (B)(6) 2017. The patient lost weight, which was an unrelated medical issue, which made it difficult to recharge and they went on a cruise and lost their recharger. The patient got a new recharger when the issue originally occurred. The difficulty charging and inability to communicate occurred in early (B)(6) and the rep was notified in (B)(6). No further complications were reported/are anticipated.